Event description:
It was reported that the patient was having difficulty charging ipg. It was also reported that the ipg appeared to be shallow in the pocket. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.